Event description:
On 11/01/2021, the customer alleged to medela llc that her freestyle flex breast pump is shutting off within a couple seconds of powering on or it is randomly not turning on. Mom indicated that she was at the end of having mastitis. She was advised to pump more often and was prescribed antibotics and instructed to take hot/warm showers for relief.

Manufacturer narrative:
Customer service conducted troubleshooting including; verifying no milk backup occurred; inspecting the transformer for damage and resetting the battery and requesting it be charged. Customer stated that she charges the pump overnight. The customer was sent a new pump and return of her old pump was requested for testing/analysis. The pump has not returned as of the date of this report. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.